Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to alternate insulin therapy for diabetes management.